Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data was provided for investigation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation and passed external visual inspection. The transmitter voltage was tested and the device failed. Data was reviewed and a transmitter failure error was observed. The customer complaint was confirmed. The root cause was determined to be a low transmitter battery.